Event description:
While performing onsite service for the device, it was identified by a philips field service engineer that the unit experienced a defib test failure during operational testing. There was no patient involvement.